Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 08/23/2023, additional information was obtained from the customer. The instrument was inspected prior to used and nothing was found out of the ordinary. When the medium-large clip applier instrument was attached to the arm, the system did not recognize it, as a result, the medium-large clip applier was not used during the procedure. The customer resolved the issue with a backup clip applier instrument. The device was returned to isi for evaluation. There were no photos and/or videos of this event available for review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The medium-large clip applier instrument was analyzed and found to have multiple input disk broken. Input disk #7 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #6. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The complaint of a medium-large clip applier instrument not applying clips was confirmed by fa, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a cholecystectomy surgical procedure, the customer had difficulty applying clips when using the medium-large clip applier instrument. The procedure was completed with no known impact or patient consequence. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.